Event description:
The event is reported as: complaint alleges that there was no mist coming out of the nebulizer during set up on pt. Complaint states that the unit was not actually used on the pt at the time. No pt injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.